Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system gave ultrasonic surface detection error on the access side of the instrument. Customer reported that there was an overflow on the wash cup. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the overflow canister was full. The fse determined the peri-pump was not turning, causing the drain to flow into the overflow canister. The fse cleaned the pump box, the harness and the peri-pump.

Manufacturer narrative:
(B)(4).